Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip (50407r1078) was inserted and deployed on the mitral valve. To further reduce mr, a second clip (50407r1077) was inserted. While grasping, it came in contact with the first clip, causing that clip to detach from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, the clip and an additional clip were implanted. Mr was reduced to a grade of 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported device damaged by another device (caused damage). There is no indication of a product issue with respect to manufacture, design, or labeling.